Event description:
Boston scientific received information that this pacemaker reached elective replacement time (ert) sooner than expected. The local field representative contacted boston scientific technical services (ts) an inquired if the automatic capture (ac) feature will continue to function at ert and reported that the patient is in intermittent atrial fibrillation (af), with high atrial threshold measurements. Additionally, it was reported that the patient was 100 percent ventricular paced. No adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced. The device was discarded following the procedure and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.